Event description:
The customer reported the device defib cable failed during op check. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device defib cable failed. There was no patient involvement.